Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's l4 lead had migrated out of the epidural space. X-rays confirmed the issue. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was revised.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2018. The patient has effective therapy post operatively.

Event description:
It was reported that the patient underwent surgery to place a new lead on (B)(6) 2018. The originally implanted lead was left in the patient.